Event description:
Prosthesis was implanted about nine (9) years ago. Patient was involved in auto accident in february 1992. After complaining of thigh pain, x-rays were taken and showed that the prosthesis had fractured. On 10/2/92, implant was removed and new mod-moore prosthesis was implanteddevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.